Event description:
It was reported that surgeon thought there was a disparity between broach size and actual implant size. Stem was implanted and stem actually sat 7-8 mm proud. Had to extract stem and rebroach multiple times.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.